Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, there is a black blot on the display of the infusion device and the letters/numbers cannot be correctly read. The pt switched to the backup infusion device. The pt did not require treatment from a health care professional or second part to address the issue. The infusion device was replaced and requested to be returned for eval.